Event description:
The customer reported that insulin squirted out during the prime process. The customer changed the infusion set and reservoir. While holding down the activate button to prime manually he received an error alarm. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose motor support disk.